Event description:
It was reported that during a laparoscopic cholecystectomy, on the 6th firing, the device jaws locked and would not open. The jaws were pried open. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time. Serial number = na.